Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, performed pump reset with guidance from technical support, confirmed malfunction message did not appear again, and successfully started sensor session, with no additional issues reported.